Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No findings possible, and the reported issue is a missing part. Therefore, no parts will be returned. A replacement door open key has been provided. No parts were received by the manufacturer

Event description:
A medtronic representative reported that the imaging system manual door open key was missing from the system. There was no patient present when this issue was identified. No additional details were provided.